Event description:
It was reported by service report that the weld for the latching end of the side rail was broken and the siderail would not latch upright. No pt involvement or adverse consequences are reported.